Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she got a new insulin pump and she can't get the sensor error to go off the pump. Customer was assisted in clearing the alarm. Customer stated that she was having high blood glucose for 2 hours before the sensor error. Customer's blood glucose was 267 mg/dl at the time of the incident. Customer stated that at first, she got too much insulin. Customer thinks she had 3 times the amount of insulin because of the setting. Customer's blood glucose was 40 mg/dl. Customer treated with 3 bowls of cereal and it took time. Customer had to treat the high blood glucose and took 0.3 units. Customer then took 0.3 units again and her blood glucose is now 156 mg/dl. Customer declined troubleshooting for blood glucose because she is working with her trainer to fix the setting. Customer stated that the sensor was bent and that she was unable to test the transmitter. Customer stated that the sensor came out. Customer was advised that a test plug can be sent.

Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test, unable communicate to sensor simulator to verify sensor anomaly due to unresponsive button.